Event description:
I had been wearing air optix night and day aqua lenses (and previously others approved for overnight wear) on and off for at least 8 years. I met with my eye doctor today to determine if I was a candidate for lasik corrective vision surgery. During the exam, she noted two scars on my left eye. She and her fellow independently were very alarmed when I told them I had been sleeping in my contacts. I had no idea of the extreme health risk that sleeping in contacts posed. I was of the impression that - since these are FDA approved for nighttime wear - that they were equivalent to wearing lenses during the day. I am deeply alarmed that this risk was not communicated more openly. As a result of my previous nighttime lens wear, I was almost ineligible for lasik surgery. Why was the person using the product: myopia.